Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of break bacterial peritonitis in a patient coincident with dianeal pd2 unknown bag therapy. On an unreported date, the patient experienced a break in aseptic technique, described as did not wear mask and reused equipment. On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent and abdominal pain, and was hospitalized that day. The patient was treated ip every 3rd exchange with 125mg each of ceftazidime and cefazolin. At the time of this report, the patient remained hospitalized and the peritonitis was resolving. The outcome for the break in aseptic technique and ascites was not reported. The root cause of the bacterial peritonitis was a break in aseptic technique, described as did not wear mask and reused equipment. Action taken with dianeal was unknown. The physician believed the bacterial peritonitis was not related to dianeal pd2 unknown bag therapy; however did not provide an assessment of causality for the events of break in aseptic technique and ascites.